Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. . Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer failed the finger touch screen test for cursor misalignment. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer's comment that the programmer failed the finger touch screen test for cursor misalignment. The finger touch was working correctly without any problems. Additionally, it was noted that the bezel was broken. The left and right sliding rails were broken. The cord bay was broken. The left keyboard hinge was broken. The keyboard frame was broken. The lower and the upper hinges were broken. The upper handle was broken. The upper and lower bullets were broken. The medtronic logo button was missing. The stylus was missing. Further no anomalies/problems were observed or found. The programmer worked normally without any problems. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.